Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 45 green reload with an alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the image shows a sureform 45 stapler with a sureform 45 green reload installed in the channel. The reload appears to have been involved in a partial fire, which has left the blade exposed just past the 20mm laser marking on the channel. The pushers just ahead of the knife have been deployed, evidenced by the empty pusher sets on either side of the cut line. The second pusher set ahead of the knife, on the right side, has begun to partially deploy, as the first staple is observed to be partially formed. This is expected, as the shuttle ramp extends further ahead of the blade on the right side. Additionally, the distal end of the reload is partially dislodged from the channel, as there is a small gap between the reload body and the channel side of the jaws. There is also a group of formed staples sitting on the surface of the reload, in between the 30 and 40mm laser markings on the channel. A root cause for the firing failure cannot be determined based on the image alone.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler on the 2nd fire was unable to complete the stapling. The scrub nurse was unable to remove the reload. The cutting knife was at the midway and did not retract. The stapler then auto unclamped on its own. Another stapler and reload were open to complete the stapling. The procedure was completed with no reported injury.